Manufacturer narrative:
(B)(4)

Event description:
It was reported that a battery longevity anomaly was observed on the device prior to implant. Battery longevity estimate was unstable during a capacitor maintenance check. Device was exchanged. Patient was stable before, during and after the procedure.

Manufacturer narrative:
The reported field event of a battery longevity anomaly was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found. The measurement of battery voltage function was tested to be normal.